Manufacturer narrative:
Weight, weight (unit), describe event or problem, init reporter sent to FDA, complaint source, other relevant history : updated. Weight: (B)(6) pounds. (B)(4).

Event description:
It was further reported via facility medwatch (B)(4) that the device was advanced into the superficial femoral artery (sfa) from the dorsalis pedis.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion is located in the superficial femoral artery. A 330cm flopy rotawire and wireclip torquer was selected for use. During the procedure, it was noted that the tip of the wire broke off and travelled into the distal peroneal artery. An attempt to retrieve the separated component was performed using a snare, however it was unsuccessful. The separated component lodged in the occluded and already shutdown distal peroneal artery and the physician decided to leave it there. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition was fine.